Manufacturer narrative:
Block e1: this event was reported by a boston scientific employee. There were no healthcare facility nor account contact details provided in this event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking device and biopsy cap was used during a procedure on (B)(6) 2024. During the procedure, it was noticed that the sponge detached in the working channel of the scope when the physician advanced the tome device through the biopsy cap. Reportedly, efforts to retrieve the sponge from the working channel was unsuccessful. As a result, the scope was unable to suction due to the channel being occluded. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. There were no reported patient complications reported as a result of this event. Note: additional information regarding the circumstances surrounding this event cannot be obtained. As per medwatch MDR report# mw5160949, health care facility and account initial reporter details were not provided. Should additional relevant details become available, a supplemental report will be submitted.